Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) installed a new master tool manipulator (mtm) and received a 23008 and error 31044 pointing to the ergo armrest drive errors from the dual motor drive board (dmd) 1. The fse found a loose capacitor under the dmd. Afterwards, the fse installed the original mtm and did not receive any errors. The low voltage differential signaling (lvds) connections to the remote arm controller (rac) were reset. The fse replaced the dmd ( (B)(4)) to resolve the reported 31046 causing the surgeon side console (ssc) ergo adjustment issues. The system was tested and verified as ready for use. Isi received the dmd involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The dmd was installed and tested on the pca test system and when powered on, the system failed with error 31046. It was noted the dmd board in the surgeon side console (ssc) ergo drive reported a problem. Failure analysis noted the dmd will be repaired and upgraded to version (B)(4). A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 23008 ¿ pot to encoder error right master tool manipulator (mtmr), axis 4, and 23031 ¿ mtm button outputs are saturated, button sensor #1 on mtmr. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the davinci system malfunction rendering the davinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a recoverable fault and message stating to recover or disable the right master tool manipulator (mtm). It was noted the customer attempted to reboot the system with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) then had the customer power down and cycle the surgeon side console (ssc) breaker with no change. The customer noted they would try to bring in their other ssc to use. There was no reported injury or harm. Isi followed up with the registered nurse (rn) and obtained the following additional information: the rn stated he was present during the sigmoid colectomy procedure on (B)(6) 2021. It was stated the system was inspected prior to starting and no issues were noted during setup of the system. At the time of the reported mtm error, the system had been in use for 2 hours. The rn confirmed troubleshooting was completed with technical support with no resolution. As a result, a backup ssc was brought into the room and used to complete the case. The rn informed there were no post-operative complications noted. A video was recorded during the procedure; however, was not available to share. The procedure was completed robotically with no patient injury or harm.